Event description:
During planned maintenance testing, customer reportedly noted output of vaporizer was higher than expected. There was no reported pt injury. Co's investigation into the reported event is still ongoing. A follow-up report will be issued when the investigation has been completed.